Manufacturer narrative:
Concomitant medical products: l300 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased impedance and polarity switch. The lead was reprogrammed back to bipolar. Another polarity switch was observed. The lead remains in use. No patient complications have been reported as a result of this event.